Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue was not confirmed. However, log review identified recurring errors. Functional testing showed the unit powered on normally and successfully cauterized across all ports and instruments without issue. The iesu log also recorded errors. A slight bend was noted on the bottom rear left side of the hard cover during visual inspection. The probable root cause of error is attributed to a faulty component of the generator. The errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the grounding pad was intimately recognized by the integrated electrosurgical unit (iesu). The site tried using different grounding pads on different locations of the patient's anatomy, but the issue persisted. The intuitive surgical inc technical support engineer (tse) reviewed the system logs and found error against the iesu. The customer proceeded with the case. There was no report of patient injury. Isi received the following additional information via follow up: the surgeon completed the procedure with the original iesu. There was a surgical delay of 20 minutes. During the procedure the surgeon waited for the iesu to read the grounding pad before proceeding. The issue occurred near the end of the case.